Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a pt developed a subcutaneous hematoma along the shunt system 2-3 hours after implantation. According to the report the pt required immediate treatment. After treatment the pt's condition stabilized.